Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. During test drive, fse noticed slight drifting on the right master tool manipulator (mtmr)2 but nothing significant was observed. Surgeon and customer have been notified that the user manual warns against letting go of the manipulators while the head sensors are active due to patient safety concerns. Fse ran system test which failed initially but after another test drive and calibration, no drifting during following was observed. Customer was then notified. The system was tested and verified as ready for use. The complaint was confirmed based on the field evaluation.

Event description:
It was reported that during a da vinci-assisted right hemicolectomy surgical procedure, the clinical sales representative (csr) called technical support to report that the right hand of the surgeon side console (ssc) was drifting. Csr stated they noticed it the first time as the surgeon was pulling their head out of the ssc. The right master tool manipulator (mtm) was drifting even when surgeon had their head out of the ssc. Csr stated they were able to replicate the issue with the surgeon leaving their head in the ssc and letting go of the mtm's. Technical support engineer (tse) had recommended to not let go of the mtm's while surgeon¿s head is in the ssc. Tse observed error 23075, where the surgeons¿ hand may not have been on the mtm while in following mode. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information on 07-may-2024: the surgeon was taking his head out of the dual ssc (he was just assisting on the case with arm 4) and the instrument he had control over drifted further into the patient's abdomen like the instrument was being pushed in down the arm and it kept drifting even after his head was out of the ssc. Arm never drifted left or right just deeper into the patient's abdomen. Surgeon tried to replicate it again and the same thing happened a second time. The issue did not cause any patient harm and did not delay the case at all.